Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels after she changed her infusion sets. She gave herself a bolus of 25.0 units accidentally. The customer's most recent blood glucose level was 314 mg/dl. She was feeling nauseous. The product was not returned. Nothing further to report.